Manufacturer narrative:
Summary of event: as reported, upon opening the package prior to use for an unknown procedure, the distal end of a performer introducer¿s wire was elongated/unraveled. The wire did not make patient contact. Another wire was used to successfully complete the procedure. The patient was not hospitalized, did not require any additional procedures, and did not experience any adverse effects due to this event. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. Physical examination of the returned device showed elongation/unraveling starting at the solder joint. The mandril was not broken. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the final lot. A review of complaint history found no additional complaints for this lot number. Two relevant non-conformances were noted on a subassembly lot for forty-eight devices; however, all non-conforming product was scrapped before release, and there are 100% inspections in place to capture the non-conformance. This subassembly lot was used in five other final lots. A database search for complaints on these lots found no additional complaints reported from the field. Therefore, cook determined that no nonconforming devices exists in house or out in the field. Cook also reviewed the product labeling, including the instructions for use (IFU). The customer followed all relevant instructions in the IFU related to this failure. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and inspection of the returned device, suggests that there is evidence the device was manufactured to specification. Although two relevant non-conformances were noted on sub-assembly lots, all non-conforming product was scrapped before release, there are 100% inspections in place to capture this non-conformance, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot-related complaints have been received from the field. Therefore, it was concluded that there is no evidence that additional non-conforming product exists in house or in the field. Based on the information provided and the results of the investigation, cook has concluded component failure contributed to this incident. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
H3: device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, upon opening the package prior to use for an unknown procedure, the distal end of a performer introducer¿s wire was elongated/unraveled. The wire did not make patient contact. Another wire was used to successfully complete the procedure. The patient was not hospitalized, did not require any additional procedures, and did not experience any adverse effects due to this event.